Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported patient initially did well for approximately three years, and began to develop groin pain which led surgeon to believe the cup was loose. He decided to revise the patient, and at the time of revision realized that the cup had very little ingrowth which he contributed to the pain that the patient was experiencing.

Manufacturer narrative:
An event regarding acetabular loosening involving a tritanium shell was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis was performed and concluded "bony ingrowth material was observed on the proximal surface of the shell. Damage consistent with explantation was observed on the distal surface of the shell. Scratches and third-body indentations were observed on the insert, which are common damage modes of uhwme. Debris was observed on the taper of the head. Eds showed the debris was consistent with the head and biological material. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a review of the medical records and x-rays by the consulting clinician indicated "the primary harm involved is aseptic loosening of the acetabular component in a press fit tha. The cause of this loosening appears to be lack of bony ingrowth in to and on to the acetabular component. Photographs of the ingrowth surface of the acetabular shell taken at the time of the revision surgery as well as at time of the material analysis show minimal evidence of any bony ingrowth or on growth. No evidence for failure of implant material, design or manufacturing is present." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the medical records and x-rays by the consulting clinician indicated "the primary harm involved is aseptic loosening of the acetabular component in a press fit tha. The cause of this loosening appears to be lack of bony ingrowth in to and on to the acetabular component. Photographs of the ingrowth surface of the acetabular shell taken at the time of the revision surgery as well as at time of the material analysis show minimal evidence of any bony ingrowth or on growth. No evidence for failure of implant material, design or manufacturing is present." No further investigation is needed at this time. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported patient initially did well for approximately three years, and began to develop groin pain which led surgeon to believe the cup was loose. He decided to revise the patient, and at the time of revision realized that the cup had very little ingrowth which he contributed to the pain that the patient was experiencing.